Manufacturer narrative:
Initial reporter name- the complete establishment name is (B)(6). In addition to the reportable malfunction mentioned in the event description, the white balance couldn¿t be properly adjusted. For that reason, an error message e311 was displayed on the monitor during testing, but it was not directly linked to the reported event. The initial investigation results could not confirm the exact cause of the reported phenomenon. The damaged cable unit was attributed to mishandling. The investigation is ongoing, if new information becomes available later, this report will be supplemented accordingly.

Event description:
The customer initially complained about an image problem. During evaluation of the returned device, it was reported that there was noisy image, defects linked to a cable unit being deformed. No patient injury reported. This MDR is being submitted based on the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a worn-out camera cable. The following information is stated in the instructions for use (IFU): ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable." Olympus will continue to monitor field performance for this device.